Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a venaseal procedure to treat 16 segments in the great saphenous vein using local anesthesia and hand compression, the patient experienced a myocardial infarction two weeks post-procedure. Angioplasty was performed as treatment, and dual antiplatelet therapy (dapt) with brilinta (ticagrelor) was initiated. Following the initiation of dapt, the patient developed a severe hypersensitivity reaction at the implantation site, which progressed to glue cast extrusion across multiple sites. Surgical explant of the adhesive was required in stages, initially at the thigh region and then at secondary sites. The myocardial infarction (mi) was not attributed to the venaseal procedure. Hypersensitivity has been confirmed as a documented event in this instance. There were no reported signs of dvt, pe, or hypersensitivity prior to the onset of the mi. The patient¿s pre-existing history of coronary artery disease (cad) has been noted as a relevant comorbidity.